Manufacturer narrative:
The auto mode information provided with the initial report was incorrect. The correct information has been included with this report. (B)(6).

Event description:
It was unknown that if the customer was using the auto mode feature at the time of the high blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 448 mg/dl and that the insulin pump alarmed change sensor. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide their blood glucose level at the time of the call. The customer did not provide information on events leading up to the incident. The insulin pump was in auto mode at the time of the incident. Troubleshooting was performed and did not resolve the issue. The insulin pump will not be returned for analysis.